Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while resecting the colon, the stapler was unable to fire but the surgeon was still able to press the green button and squeeze the handle. Also, after pressing the handle of the device, a few staples were released then the knife did not move forward causing a poor staple formation. The proximal staple line was also incomplete, which was fixed by using another reload. There was no patient injury.